Manufacturer narrative:
Additional information was requested and the following was obtained: you recently advised that one drain and one reservoir used on the operation will be returned. Please advise if an issue was noted with the reservoir. No issue was noted with the reservoir.

Manufacturer narrative:
A review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch # (B)(4); mfg date 12/2015; expiration date 12/2020. Batch # (B)(4); mfg date 12/2015; expiration date 12/2020. Batch # (B)(4); mfg date 11/2015; expiration date 11/2020. Additional information was requested and the following was obtained: was the case completed with the same drain: yes, but the details are unknown. Please verify that the device functioned as expected by repositioning the drain and fixing with another tape. The device suctioned as expected after the drain was repositioned and fixed. As there is conflicting information in the file; event description indicates device is being returned and device availability field says 'customer disposed of'; please clarify if the product being returned for evaluation or disposed: we are sorry for the conflicting information. Actually, ¿device availability¿ is ¿available- with sales rep¿. Since 'qty to be returned' reported as (B)(4); is an actual and a representative device being returned for evaluation: one drain and one reservoir used on the operation will be returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You recently advised that one drain and one reservoir used on the operation will be returned. Please advise if an issue was noted with the reservoir.

Manufacturer narrative:
Received a drain attached to its adapter. There are a lot of dry blood/tissue clots inside the drain which could affect normal flow of liquids. During functional test, the drain functioned properly.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# j1565648, batch# j1562979, batch# j1557686. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case completed with the same drain? Please verify that the device functioned as expected by repositioning the drain and fixing with another tape. As there is conflicting information in the file; event description indicates device is being returned and device availability field says 'customer disposed of'; please clarify is the product being returned for evaluation or disposed? Since'qty to be returned' reported as 2; is an actual and a representative device being returned for evaluation?

Event description:
It was reported that the patient underwent a thyroidectomy procedure on (B)(6) 2016 and the drain was implanted. During the procedure, the wound drainage via the drain was going fine. Next morning, after the procedure, the drainage failure occurred on the ICU floor and wound drainage via the drain seemed to have been ceased. It was also reported that the tape, which was fixed the drain, was changed to a new one and the drain itself was repositioned about two centimeters backward. From the noon time, all wound drainage via the drain started again without any problem. There were no adverse patient consequences reported. Additional information has been requested.